Event description:
It was reported by service report that the microswitch was out of adjustment preventing the bed from functioning. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Microswitch.